Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0874 inches. Unit was successfully downloaded using thus. No pump error 63 alarms during testing. Pump error 63 (variable 15) was present in the history download on (B)(6) 2023 08:51:44.000 (esf# na, file number: (B)(4), line number: 9926). No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay and label damage (serial number label fading; end cap address label fading). No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg. Pump error 63 was confirmed due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section h1 under 'type of reportable event' was incorrect [mentioned as 'serious injury']. Correct information has been provided in section h1 with this report. [Corrected as 'malfunction'].

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of hardware low-level failures (pump error 63). Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.